Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 85-year-old female noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. The complainant reported the impella cp was removed and the patient continued on ECMO. Gradually, over the next few days the patient's distal pulses became more faint and eventually disappeared. The patient was taken back to the or for a lower extremity fasciotomy and thrombectomy.

Manufacturer narrative:
The investigation into the reversible limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. The root cause of the limb ischemia was patient condition related, and unknown relation to the impella because it occurred 3 days after removal. The failure mode will be monitored and trended.